Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing in the right ventricular (rv) channel. It was believed to be due to air escaping from the header of the device. Technical services (ts) confirmed there was one episode of oversensing that resulted in inappropriate anti-tachycardia pacing (atp) therapy, bradycardia and pacing inhibition. Further system evaluation was planned. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that confirmed the root cause of the noise was air escaping from the header of the device. It was noted no further events were reported and no future evaluation is expected. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
A review of a stored device indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing in the right ventricular (rv) channel. It was believed to be due to air escaping from the header of the device. Technical services (ts) confirmed there was one episode of oversensing that resulted in inappropriate anti-tachycardia pacing (atp) therapy, bradycardia and pacing inhibition. Further system evaluation was planned. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that confirmed the root cause of the noise was air escaping from the header of the device. It was noted no further events were reported and no future evaluation is expected. No additional adverse patient effects were reported. This crt-d remains in service.